Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The alarm was due to a motor stall, that was constant. Motor stall occurred on (B)(6) /2011 and subsequently recovered and then underwent two further motor stalls on (B)(6) 2011. After the third motor stall, the pump did not recover/restart itself. Patient was able to identify when pump was functioning due to severity of his pain symptoms. The pump eri was due to occur in ten months. The patient had increase in baseline pain. The drugs infused via the pump were hydromorphine (33.4 mg/ml) and bupivicaine (2.5 mg/ml). The patient was on additional oral medications till the pump replacement. The pump was explanted on (B)(6) 2011. The catheter aspirated "fine" in theatre, backflow/csf was observed. No information on the catheter model was available and was implanted over ten years ago. This was the patient's third pump replacement. The new pump was programmed to run in simple continuous mode with the dose per day reduced by 20% from the patient's previous setting. The patient was hospitalized for the night. As of (B)(6) 2011, the dose of drug was being titrated back up to an effective dose (current dose approx at 70% of previous dose) and the patient was due for another increase the next day. No information was available on patient's status.

Manufacturer narrative:
(B)(4).